Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a merlin transmission, the estimated device longevity was found to have dropped faster than expected. Two months prior to the session review, a radio frequency anomaly reset the device. The device will be monitored normally until it reaches elective replacement indicator. The patient condition is good.